Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 148 mg/dl. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.